Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
28-dec-2024: it was reported by the clinical diabetes specialist (cds) that during follow up training that the user informed that they're fearful low blood glucose (bg) after they experienced four seizures during the week of (B)(6) 2024 due to bg levels. The user reports that he was able to treat these lows on his own by drinking orange juice or a soft drink and did not require medical attention. He stated that this occurred prior to starting on the ilet but could not recall specific date(s) of event. Multiple follow up requests for additional information were unsuccessful, as the user did not respond to messages or requests for a return call.